Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site, and the reported issue was confirmed. To address the issue, the turbine module was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The turbine generates a controlled airflow from the ambient air and is powered by a motor driver controlled by the blower module. A faulty turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to a 100% o2 supply. If no o2 is available, the issue may lead to a stop in ventilation. If present, the fault will be detected during the pre-use check. Evaluation of the provided device logs confirms the reported issue, specifically that the blower inlet test failed. The blower inlet test checks the turbine module inlet, ensuring that the inlet resistance is within a specified range and that the pressure difference offset for the inlet pressure sensor is not out of range. According to the device logs, the measured inlet resistance is elevated, thus explaining the reported issue. The turbine module was returned for further investigation. A visual inspection of the turbine module revealed no abnormalities. The turbine was then placed into a reference ventilator for simulated use testing. During this testing, the reported issue was reproduced as the blower inlet test failed due to elevated inlet resistance. During ventilation, the device generated a technical error code indicating a turbine module under-voltage error. To further assess the issue, the printed circuit board (pcb) inside the turbine module was replaced with a reference pcb. With the reference pcb, the device passed several pucs and performed ventilation successfully without generating any technical errors or alarms. It was not possible to determine the exact cause of the elevated resistance or the under-voltage failure in the faulty pcb; however, the cause is most likely due to a random component failure on the turbines pcb. The conclusion is that the device failed to meet its specifications during the reported event. Based on the available information, including the provided device logs and that the issue was reproduced at the manufacturer site, it is evident that the turbine module contributed to the reported event. The part investigation results indicate that the most probable cause for the failed blower inlet test is a random component failure on the pcb inside the returned turbine module.